Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device tachycardia therapy was deactivated. The patient denied of having recent surgery which could be a reason why the device tachy therapy was turned off. The patient was asymptomatic at the times the device therapy was disabled. Tachy therapy was turned off in (B)(6), which was the last update of the patient's device. Additional information received from field representative that the device was fully checked and returned the tachy mode to monitor and therapy. No specific allegation against the device. This device remains in service. No adverse patient effects were reported.